Manufacturer narrative:
The subject device was returned to and evaluated by olympus. During evaluation, the phenomenon (no image) was not duplicated. The unit was burned in for more than 8 hours without any abnormalities on the image. The unit passed all functional and leak tests. No problem was found. The device was returned to the user facility. Based on the results of the legal manufacturer's investigation, since the phenomenon was not able to be reproduced, it is probable that temporary debris interfered with the electrical contact area, causing contact failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies verbiage that may have prevented the phenomenon: "wipe off the electrical contacts, optical connections and surroundings of the video connector with dry gauze and connect to the camera control unit when it is sufficiently dry. Also, make sure that the electrical contacts and optical connections are clean before connecting. If the electrical contacts and optical connections are used while they are wet or dirty, the equipment may be damaged, and the safety of the patient or operator may be jeopardized". This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report no image / picture too dark. This issue was found during preparation for use. There was no report of health consequence to a patient.